Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 38 mg/dl. The customer¿s other blood glucose were 238 mg/dl, 212 mg/dl. The customer was treated with glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that customer alleges insulin pump was over delivering. The insulin pump will be and reservoir will not be returned for analysis.